Manufacturer narrative:
This event was reported to have occurred on or after (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fluid would not flow through a chemo-aide dispensing pin with clearlink. This occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a retained sample was evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the retained sample did not identify any abnormalities that could have contributed to the reported condition. Functional testing on the retained sample was performed with no issues identified. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.